Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they were having abdominal pains that were similar to the device therapy. The device is still in use. No further patient complications have been reported as a result of this event.